Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid encountered within the cassette compartment. Upon power up, the cycler screen is dim. The functional/ display test failed, the inverter board is failing, dim display. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a teach pump test, pump integrity test, valve actuation test, system air leak test, go/no go gauge test, and a load cell verification check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between the pump assembly and display assembly during an internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during the internal inspection. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that patients liberty select cycler received a heater bag not detected message and cannot teach pumps during setup phase alarm during step 3 of setup for their peritoneal dialysis (pd) treatment. The heater bag clamp was open, and the heater bag connection was securely connected. The cycler was reset up with new supplies, however, the messages continued. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.